Event description:
It was reported that the customer received a compromised force sensor system alarm. Customer's blood glucose level at the time mg/dl. No additional information was provided.

Manufacturer narrative:
Pump was received with a33 alarm during basic occlusion test and unable to prime at 4.0 lbs during prime/a33 test due to protruded/loose drive support disk. Unit had cracked display window coroner, cracked belt clip slot at battery tube threads area and cracked reservoir tube lip.